Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported that the titanium adapter for peritoneal dialysis had separated from the catheter during use. The patient was exposed to the solution when this event occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.